Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that the patient experienced syncope following loss of capture on the right ventricular (rv) lead and the left ventricular (lv) lead. The device was reprogrammed to address the loss of capture. Diagnostic imaging was performed but no anomaly was observed on the rv and lv leads. Device pocket revision surgery was performed to resolve the event. The patient was stable following the procedure and there were no further adverse consequences. Related manufacturer reference number: (B)(4).